Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was approximately 100-200 mg/dl. The reported issue was not occurring at the time of the report; therefore, troubleshooting with tandem technical support was unable to be performed.